Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a device missing left door. There was no patient harm or injury reported. The device was returned and evaluated by a third-party service center. During the evaluation of the device at the third party service center, the device was visually inspected and visible foam particles were observed. The left door was missing and the power button was lifting when it was pressed. Parts were replaced to address the issue. The service center concludes that the complaint was confirmed and there is evidence of sound abatement foam degradation.

Manufacturer narrative:
H3 other text : device evaluated by third party service center.